Event description:
It was reported, needle 27 g, hole in the needle causing leak. The following was provided by the initial reporter: we got brought this sheet from a pain tray today and the nurse in the room said that the 27g 1.5 needle has a hole in it and when they go to use it, medication is literally leaking out of a hole in the needle before it gets through the tip. She said it¿s the second time shes seen this issue and saved the actual needle so we will hold onto this to get sent in but please let us know if any other site has brought up this issue with 27g 1.5 needles. Was there an injury: no. Was there a death: no. Additional information: please confirm if the hole is in the needle or the hub-the hole is in the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.